Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was urgently transplanted due to elevated lactate dehydrogenase (ldh), hemolysis symptoms, and suspected pump thrombus.

Manufacturer narrative:
Device evaluation: the report of suspected pump thrombus was confirmed based on the evaluation of the returned heartmate ii lvad, serial number (B)(4). The pump was returned with the percutaneous lead (lead) cut approximately 1.5" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit and the sealed outflow graft were returned but, were not attached to their respective pump ports. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator revealed no evidence of deposition or thrombus in the pump prior to disassembly. Upon disassembly, visual examination of the sealed inflow conduit revealed a collapsed, hollow, biological lining in the inflow graft. This lining was adhered to the proximal edge of the inlet elbow and was pulled out of the inflow graft during disassembly. A portion of this lining was also found to be adhered to the distal-edge of the inlet tube. The inflow graft exhibited two small bumps on opposite sides of the graft diameter. The orientation of the bumps and the direction in which the biological lining had collapsed appeared to indicate that the graft conduit may have been clamped. Although the observed bumps did not appear large enough to obstruct flow to the pump, the biological lining found in the inflow graft could have contributed to the reported hemolysis. The specific root cause for the formation of the lining could not be conclusively determined. Visual inspection of the pump bearings and bearing cups revealed no anomalies. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was rebuilt and functionally tested under loaded conditions, and the pump operated as intended. The pump was connected to and operated on a mock circulatory loop using a test system controller and test system monitor, and the retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.